Event description:
It was reported by service report that the foot right siderail switch was broken. In addition, the foot left and head right switch assemblies do not work. No pt involvement or adverse consequences are reported. See scanned page.